Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
A report was received from the affiliate indicating that during a coronary intervention, when the physician was immersing the unit in heparin and preparing to flush, he confirmed the stent to be flared at the proximal end. Therefore, the physician stopped using the cypher stent and the procedure was finished successfully with implant of a new 2.5x18mm cypher stent (of a different lot number). There was no pt injury reported. The product was not used but will not be returned for analysis due to the patient's infectious disease. Additional investigation of this event showed that there was no damage to the products inner or outer packaging or problems with the device storage. There was no manipulation of the device prompting this event, although the affiliate mentioned that insertion of the device in saline solution can prompt these types of events without the physician knowing.